Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of the customer who was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2019, customer was unable to check her blood sugar and experienced symptoms described as "head turning cold, panicking" and was treated orally with sugar and orange juice by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader ((B)(4)) was returned and investigated. The meter did not power on with strip insertion, button depression or with the usb cable. Visual inspection was performed on the usb port and damaged port pins were observed. The meter was sent for further investigation and de-cased. Upon visual inspection, corrosion caused by liquid ingress was observed on the pcb (printed circuit board). The complaint is not confirmed due to an use issue. No further investigation is required.

Event description:
Caller reported on behalf of the customer who was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2019, customer was unable to check her blood sugar and experienced symptoms described as "head turning cold, panicking" and was treated orally with sugar and orange juice by a non-hcp. There was no report of death or permanent impairment associated with this event.